Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose (bg) level was 599 mg/dl. Elevated bg was addressed by multiple daily injection (mdi). The customer reverted to an alternate method of insulin therapy multiple daily injection (mdi) to ensure therapy is not interrupted.

Event description:
Caller reported a malfunction on the pump, which led to the customer's blood glucose level reaching 599 mg/dl. The customer managed the high blood glucose level with a correction injection via mdi, and no third-party assistance was required. Tandem technical support informed the caller that a replacement pump with updated software would be sent, along with training provided through their tandem source account. The caller was given instructions for putting the malfunctioning pump into storage mode and advised on steps to take upon receiving the replacement pump. The problematic pump was to be returned to tandem via ups using a pre-paid label within 10 days.